Event description:
Patient with heartmate3 lvad is experiencing continuous low flow alarms with normal pis. Comprehensive work up including device interrogation, imaging, and hemodynamic assessment has been negative for reversible causes of low flow. Flow remain <2.5 liters per minute without identified etiology. 8/14/2025: cta heart results: status post heartmate 3 lvad. No evidence of outflow graft narrowing or thrombosis 8/20/2025: ivus of outflow graft showed no narrowing. Rhc with speeds from 4800- 5800 lvad speed 4800, flow 1.7, pi 5.2, power 2.9: ra 13, pcwp 19, pa 52.8, fick 4.8/2.5 lvad speed 5000, flow 1.8, pi 4.8, power 3.0: ra 12, pcwp 19, pa 52.8%, fick co/ci 5.0/2.6 lvad speed 5200, flow 2.0, pi 4.7, power 3.2: ra 11, wedge 18, pa sat 53%, fick co/ci 5.3/2.6 lvad speed 5400, flow 2.3, pi 4.1, power 3.4: ra 12, pcwp 20 (repeat 17), pa sat 52.8%, fick 4.7/2.4 lvad speed 5600, flow 2.3, pi 4.1, power 3.6: ra 11, pcwp 10 (repeat 11), pa sat 52.8, fick 4.9/2.5 lvad speed 5800, flow 2.4, pi 3.8, power 3.7: ra 13, pcwp 13, pa sat 53.7%.